Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2228630, medical device expiration date: 31-may-2023, device manufacture date: 16-aug-2022; medical device lot #: 2228632, medical device expiration date: 31-may-2023, device manufacture date: 16-aug-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.s

Event description:
It was reported that during use with 2 lots of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were overfilling. Patient was recollected. The following information was provided by the initial reporter: customer reports tubes are overfilling for cat 363083 lots 2228632 and 2228630.

Event description:
It was reported that during use with 2 lots of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were overfilling. Patient was recollected. The following information was provided by the initial reporter: customer reports tubes are overfilling for cat 363083 lots 2228632 and 2228630.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-03. H.6. Investigation summary: bd received 13 samples from lot 2228630, 6 samples from lot 2228632, and 3 photos from the customer in support of this complaint.. The photos were evaluated and do not show the customer¿s failure mode of overfill as the blood meniscus is visible under the bottom edge of the closure. The samples from both lots, along with 10 retention samples from each lot were visually inspected and functionally tested and there were no issues relating to overfill as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the photos, samples, and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.